Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.

Event description:
It was reported to boston scientific corporation that the patient underwent a procedure with solyx single incision system. According to the complainant, during the procedure, the carrier of the mesh assembly went through the urethra. The procedure was not completed due to this event. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.